Manufacturer narrative:
This report is submitted on may 8, 2020.

Event description:
Per the audiologist, the patient experienced an infection that was treated with an antibiotic (unknown route of administration). The implant remains in-situ.

Manufacturer narrative:
It was reported the patient underwent skin revision surgery (date not reported). The implanted device remains. This report is submitted on 14 july 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on october 16, 2020.

Manufacturer narrative:
The device was explanted due to a wound breakdown on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device. This report is submitted on september 7, 2020.